Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was 350 mg/dl. The customer stated for the last two days, his blood glucose stayed 300-350 mg/dl. The customer stated that the pump smelled like insulin. The customer also stated that he can feel stickiness inside and outside of the reservoir. The customer stated fluid is visible under the lcd display. The customer was advised to remove the reservoir and remain disconnected and place the plunger in the bottom of the reservoir and gently push insulin out. The customer stated that insulin came out of the quick release.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were noted.